Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad in the grasping section was worn out. Also, it was partially peeled off. The probe was scorched. Peeling of the probe coating was confirmed. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1) during the output activation in seal & cut mode, the tissue was not being grasped between the grasping section and the probe (this includes after tissue resection). This caused the tissue pad to wear out. 2) due to friction between the grasping section and the distal end of the probe, abnormal heat was generated. This might have caused the tissue pad to partially peel off. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus¿s local distributor, but not returned to omsc. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during an extralobar sequestration procedure using the subject device, the following event occurred. The jaws of the device were slightly burned after 20 minutes of use. The customer just lightly tamped the jaws to clean them since the customer know that the jaws should not be cleaned by friction. The customer reintroduced the device into the patient's body and saw a small white part protruding from the jaws. The device went into error and the whole tissue pad had come off. The intended procedure was continued with another device. There was no patient injury reported.